Manufacturer narrative:
The field service engineer (fse) found a leak at the differential waste chamber vc26. The fse found that the drain for the chamber was clogged and was causing the leak. The fse cleared the chambers drain and the instrument ran without any leaks. Bec internal identifier for this report is (B)(4).

Event description:
While on site to troubleshoot an unrelated event, the field service engineer (fse) discovered a leak at the differential waste chamber vc26 on the coulter lh 750 hematology analyzer. The instrument operator was wearing personal protective equipment consisting of a laboratory coat and gloves during the event. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.